Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of the device displaying a "defib disabled" message was duplicated and attributed to a faulty transistor on the pace/defib engine assembly. The malfunction of the device displaying a "defib fault 78" message was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.